Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 1.2.4 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type unspecified.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, nausea and vomiting. The patient reports receiving incorrect blood glucose values on their continues glucose monitor and their controller. The patient reports they had woken up to the continues glucose monitor reading low and upon checking with a finger stick the patient reports their levels were 400 mg/dl. Once at the hospital the patient was treated with medication for nausea as well as intravenous fluids and an insulin drip. The patient was discharged from the hospital after a day. After this incident the patient reports their continues glucose monitor was replaced and their controller had been rebooted so they are able to see the correct values.